Event description:
It was reported that the patient had an occluded limb that was repaired with a femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient was experiencing a considerable amount of sharp pain in the abdomen, knot-like, that is hot in nature that moves from the right to the left side. The patient recently fell and this has exacerbated the pain quite a bit. The patient saw their physician for a yearly follow-up where an ultrasound was performed and the patient was dissatisfied with the visit. The patient also mentioned that they had some laser therapy in their abdominal region as well as had a previous stent implanted somewhere in the periphery with little to no details on either of those procedures. The patient also noted that they take 3.25mg oxycodone pills to relieve pain experienced in the lumbar region. No clinical sequelae were reported.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Results: lack of information, cause of event is unknown. Conclusion: lack of information, cause of event is unknown. ) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Results, conclusion: occlusion. Lack of information , unknown cause of occlusion.